Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient performed pd therapy and "had the air conditioning on". On the same day as onset, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment for the peritonitis with vancomycin (ip [intraperitoneally], dose and frequency not reported). One week after onset, the patient began treatment for the peritonitis with ancef (1 gram, daily, ip). On the same day, the patient was discharged from the hospital. Fifteen days later, treatment with ancef was discontinued and the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained in proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.